Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to their doctor with blood glucose (bg) values that reached over 500 mg/dl. The patient had dry mouth and blurred vision. For treatment, the patient had their basal program changed and insulin to carb ratio, as well. The doctor ordered blood work and advised the patient to see a nephrologist for their kidneys. The pod was worn longer than 48 hours on the abdomen. The pod was discarded and the patient was discharged after 20 minutes.